Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, radiation tx-head neck area, uncontrolled endocrine illness, periodontal disease, local infection subacute chronic osteitis, preceding simultaneous bone augmentation, infection, inflammation, mobility (2023_0545 and 2023_0546 ae same patient).